Event description:
It was reported that during an unk procedure, the clips were spitting and not forming correctly out of the jaws at the first firing. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
H6: evaluation summary: the analysis results confirmed that the jaws had become yielded causing the clips to be ejected and making the instrument non-functional. A batch record review was performed and no anomalies were found during the mfg process. Although it is not possible to conclude how the circumstances occurred, it is unk from the history of the instrument that when the jaws close on a hard object (not original design intent), the induced elongation in the component will exceed the material's elastic zone (compression/tensile stresses induced on the jaws are higher than its yield stength), hence the jaw width will not returned to its original dimensions/position after completion of fire out. In addition as per the instructions for use "never fire the instrument over another clip or instrument. Firing the instrument in this manner may distort or yield the instrument jaws, which can cause the instrument to "split" clips".